Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the clinical file showed the device was powered on and pedi padz electrodes were attached to patient, a few seconds later the device started to analyze the patient and advised shock. At the same time the device prompted to not touch the patient and prompted that the device will shock in three seconds. After the three seconds the device delivered a shock and pedi padz were removed from the patient. Review of the clinical file showed the fully automatic AED plus functioned as it intended during the patient event. According to the fully automatic AED plus administrator's guide states "following attachment of electrodes to a victim's chest, the defibrillator monitors the electrocardiographic (ECG) rhythm of the victim's heart, analyzes that rhythm, and determines whether the rhythm is shockable or non-shockable. When needed, defibrillation energy is delivered automatically by the device without the user taking any action, through these same electrodes. When the unit detects a shockable rhythm, it charges and issues the warning shock will be delivered in three (two), (one), followed by a loud shock tone. A shock is then delivered automatically by the unit. The rescuer will then be prompted to perform CPR for a period of two minutes, after which the unit automatically initiates a new ECG analysis." The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.